Event description:
It was reported that the jetstream catheter and wire became stuck. A 2.1mm jetstream xc atherectomy catheter was selected for this angioplasty and atherectomy procedure for occlusion of the popliteal artery in the left lower limb. It was noted that the vessel was 80% stenosed with severe calcification and moderate tortuosity. The physician advanced the thruway guidewire to the pedicle artery very distal to the atherectomy treatment zone. After purging the jetstream device, he proceeds to advance it over the thruway guidewire without difficulty. After about two minutes into the atherectomy treatment, when retracting the catheter using the rex function, it was evident that jetstream and thruway had become stuck. The entire system had to be removed together. Once outside the patient, considerable force was used to extract the guidewire from the jetstream. The procedure was completed using an alternate device. No patient complications were reported.